Manufacturer narrative:
(B)(4). According to available information, this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, this left ventricular lead displayed loss of capture. The lead had displayed acceptable parameters during the implant procedure and no diaphragmatic stimulation was experienced. A lead revision procedure was performed. This lead had dislodged and moved forward out of the original position. A whisper view wire was utilized to advance this lead further. The lead was successfully repositioned and remains in service. No adverse patient effects were reported.